Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 130mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference was 90mg/dl which was outside the acceptable range. The customer stated that she experienced the issue with sensor, she informed the reading was off and then calibration failed. Customer did receive a calibration not accepted alert and change sensor alert. Customer informed insulin pump had crack on reservoir lip ring but it was able to lock in place. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.